Event description:
It was reported that during interrogation of the device, the device appeared to have reached eri (elective replacement indicator). The device had "frozen" at vvi at 65ppm. The battery voltage and impedance could not be measured. A custom software download was successful in correcting the issue. The device was reprogrammed to the patient's initial mode and all testing performed. Atrial lead thresholds were high and could not be measured, and there was intermittent capture in both polarities. The atrial capture management trend report indicated the atrial lead thresholds had been consistently high. Further reprogramming was done, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed. It showed a measurement system lock-up, resulting in an unclearable eri (elective replacement indicator). A single unit was repaired but no other devices were repaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated re-occurrence of right atrial (ra) lead high threshold but impedance normal and stable and sensing acceptable range. The device settings had been re-programmed, and the lead remains in use.